Manufacturer narrative:
(B)(4). There was no sample available for evaluation, so the complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Event description:
A home patient (hp) contacted baxter technical services requesting assistance to end therapy during dwell 1 because she needed to go to the hospital. The hp was assisted to end therapy. The nurse was contacted and stated the hp was diagnosed with peritonitis on (B)(6) 2008. The hp's symptoms were abdominal pain and cloudy effluent. The hp was treated with 1 gram of fortaz daily for 4 days. The hp was also treated with vancomycin on (B)(6) 2008 and had another dosage scheduled on (B)(6) 2008. The nurse stated that the hp has not yet recovered from this peritonitis event; however, the patient has not been feeling any symptoms.